Manufacturer narrative:
Device eval: the suspect device was returned for eval. The complaint eval/investigation is not complete. A review of the device history record revealed no exception documents. Complaint database was reviewed and found no similar complaints for this lot number. A f/u report will be submitted when the eval is completed. Eval - method: device history record was reviewed. Complaint database was reviewed. Conclusions: a f/u report will be submitted when the eval is completed.

Event description:
The rotator broke during use. Injector settings: flow: 10ml/s, volume: 30ml, pressure limit: 800 psi. Time: 30 seconds when 18.1ml was injected. No harm or injury was reported.